Event description:
Additional information received from the customer that the event occurred during preparation for use, prior to an unknown diagnosis (gastro examination) procedure. The procedure was completed using another gif-h190 scope with no delay.

Manufacturer narrative:
This report is been submitted to provide additional information from the customer. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. The reported event (blurry image) was unable to be duplicated during the device evaluation. However, based on the results of the investigation, probable causes of the reported event include: the image was blurred due to stain or water scale on the lens. Water removal ability was temporarily inferior due to the stain or water scale, which made the image difficult to see. The device in cold state was inserted into patient body, which generated condensation temporarily on the lens. The root cause of this event was unable to be identified. The event can be detected by following the instructions for use which state: ¿inspection of the endoscopic image. Observe the palm of your hand using the wli and nbi endoscopic images. Confirm that light is output from the endoscope¿s distal end. Confirm that the wli and nbi endoscopic images are free from noise, blur, fog, or other irregularities. Turn the up/down and right/left angulation control knobs slowly in each direction until they stop. Confirm that the wli and nbi endoscopic images do not momentarily disappear or display any other irregularities.¿ the event can be prevented by following the instructions for use which state: ¿inspection of the endoscope. Inspect the objective lens and light guide lens at the distal end of the endoscope¿s insertion section for scratches, cracks, stains, discoloration, deformation, gaps around the lens, or other irregularities. Insertion - air/water feeding and suction - air/water feeding - if the endoscope is cold, condensation may form on the surface of the objective lens and the endoscopic image may appear cloudy. In this case, increase the temperature of the sterile water in the water container to 40 ¿ 50c (104 ¿ 122f) and then use the endoscope.¿ olympus will continue to monitor field performance for this device.

Event description:
A user facility reported to olympus, the gastrointestinal videoscope exhibited blurry image. The event occurred during preparation for use, prior to an unknown procedure. It was reported that the procedure was completed using similar device. There was no report of patient harm or user injury associated with this event.

Manufacturer narrative:
The customer suspected device was returned for investigation. The olympus service center was unable to confirm the reported event during inspection and testing. Upon evaluation of the returned device the following defects were found, endoscopy image has blurs, and insertion tube worn out and peeled off. The faulty parts were replaced, and the device was returned to the user facility. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.